Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during dwell on the home choice (hc). There was solution in the final bag only and the bag connections were loose. The home patient (hp) cycled the power to the se 2367 and the alarm cleared. The technical service representative (tsr) referred the hp to the registered nurse (rn). There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 during the dwell stage, where the home patient indicated the bag connections were loose. A loose connection is a known cause of this type of alarm.